Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported difficulty converting arrhythmia during induction testing.

Event description:
It was reported that during generator changeout procedure for premature battery depletion, the physician opted to perform a defibrillation threshold (dft) test once the electrode was connected to the new subcutaneous implantable cardioverter defibrillator (s-ICD). It was reported that the electrode failed to convert the induced arrhythmia, therefore the physician opted to explant the electrode as the physician felt the electrode was not in ideal location. The electrode was successfully explanted and replaced. No additional adverse patient effects were reported.